Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the difficult positioning. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). There were difficulties maneuvering due to the floppy septum. The steerable guide catheter (sgc) was slipping out of position in the atrium. The first clip delivery system (cds) was inserted, but it was removed with the undeployed mitraclip after the shaft was noted to have become twisted during maneuvering. The procedure continued with another cds and two mitraclips were implanted reducing mr to grade 3 to 4; however, it was a very long procedure. After removal of the sgc, the septum was noted to have torn. There have been no patient symptoms related to the septal tear. No treatment has been planned for the tear. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history did not indicate a lot-specific quality issue. The difficulty positioning the device appears to be related to a combination of patient morphology/pathology (floppy septum) and procedure conditions (difficulty positioning the device and slippage of the steerable guide catheter sgc). The twisted shaft was due to the many maneuvers to position the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.